Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated using age at time of implant. (B)(4). Approximate age of device ¿ 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh). Reportedly, there were also unspecified abnormal pump parameters. The patient was on the anticoagulant warfarin at the time of the event. The patient was placed on heparin. On (B)(6) 2017 the patient underwent a pump exchange for device thrombosis.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump body and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly, a red, tissue-like deposition was found situated in between the outlet bearing ball and stator blades. The thrombus formation revealed areas of denaturation. Contact marks present on the distal end of the rotor further indicated that the deposition was present in the outlet stator for an undetermined amount of time while the pump was operating. Examination of the rotor revealed a small, white deposition near the bearing cup. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in this location. Its origin and duration of time for which it was present in the pump could not be determined. The thrombus formations could have contributed to the reported elevated ldh. The remaining blood contacting surfaces were free of depositions and thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.